Event description:
Edwards received notification from our affiliate in italy. As reported, it was a case of a 26mm sapien 3 ultra valve implant in aortic position by transapical approach. During the procedure, the balloon of the certitude delivery system burst during valve deployment. Difficulties were noted when retrieving the certitude delivery system into the sheath due to the balloon burst. The certitude delivery system and sheath were withdrawn together tearing the wall of the ventricle. The deployed sapien 3 ultra valve showed moderate paravalvular leak due to the calcification of the native annulus, and a 26mm balloon catheter was used to post-dilate the sapien 3 ultra valve. Patient was fine at the end of the procedure. As per medical opinion, the cause of the balloon burst was related to the severe calcification of the native annulus.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of balloon burst was confirmed based on evaluation of the provided imagery. Imagery was provided by the site, and the following was observed: balloon radial and longitudinal burst. Distal part of balloon material bunched towards nose tip. The available information suggests patient factors (calcification) likely contributed to the event as provided information indicated presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint of withdraw difficulty was confirmed based on evaluation of provided imagery. Available information suggests procedural factors (withdrawal of burst balloon ) likely contributed to the event as the distal part of balloon material was bunched towards nose tip as indicated in the image. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty and subsequent cardiac injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Supplemental report submitted to product return and evaluation. Updated h11. H11: manufacturer narrative. The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: longitudinal and radial balloon burst. No apparent balloon material missing. Two (2) kinks observed in guidewire lumen at approximately 4cm and 6.5cm from nose tip due to packaging. The inflation balloon single wall thickness was measured along the edges of the burst location and all measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of balloon burst was confirmed based on evaluation of returned device and the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as provided information indicated presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint of withdraw difficulty was confirmed based on evaluation of returned device and provided imagery. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as distal part of balloon material was bunched towards nose tip as indicated in. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty and subsequent cardiac injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. It was learned that the patient's ventricle was repaired with a supplement ''u'' stitch with pledgets. Updated h6: health effect - impact code.